Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "high temperature" codes were found in the ventilator's downloaded error log. The increased airstream temperature (high temperature alarms) appear to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted and no components were replaced.